Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 4076-52, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that one day post a device replacement procedure, the patient experienced pacemaker syndrome due to non-capture of the atrial lead. An x-ray confirmed a macro-dislodgement of the lead. The lead was turned off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.